Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced abdominal pain and cramping post-op after a perm procedure that occurred on (B)(6) 2022. In turn, later determined the patient had a perforated bowel. Additional surgery occurred wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Correction: h6 codes updated to reflect the event.